Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. We have received the article 4.503.104.01s with the lot number 5l47058 back for investigation. Microscopic examination of the complained screw shows that the thread tip is slightly bent and flattened as complained. Furthermore, the recess is badly damaged. Since the tip of the screw is bent and damaged, the complaint will be rated as confirmed. However, the microscopic examination has shown the damages were caused clearly post manufacturing. It can only be assumed that too much mechanical force whilst inserting into the bone caused the bending of the tip and consequently has led to the complaint issue. As these screws are very small and quite fragile, a lot of care is required while handling. Please refer to technique guide 036.000.608. We can confirm the visible damages are not from any manufacturing non-conformity. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 04.503.104.01s, lot: 5l47058, manufacturing site: bettlach, release to warehouse date: 26.july 2019, expiry date: 01.july 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument . Part: 04.503.104.20, lot: h825308. Manufacturing location: monument manufacturing date: 31-jan-2019 , part number: 04.503.104.20, ti matrixneuro screw self- drilling 4mm, lot number: h825308 (non-sterile) , component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h692284. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, insertion was attempted during an unknown surgery for a patient with unruptured aneurysm disease. The surgeon, again attempted to insert the screw, but it would not insert. The surgery was completed without a surgical delay and there was no harm to the patient. It was confirmed that the tip of the screw could not be inserted because it was slightly bent. No further information is available. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1), unknown screwdriver shaft (part # unknown, lot # unknown, quantity 1), this report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).